Event description:
It was reported that the patient experienced syncope due to the right ventricular lead having high threshold. It was noted when the physician pulled on the lead to remove it, it released from the tissue. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).